Event description:
It was reported by the customer that on (B)(6) 2010 there was fiber breakage and end-firing at 17,057 joules. No pt injury was reported. The device was returned for eval, but was not considered a complaint by american medical systems' quality system. Therefore, a failure analysis report was not generated.

Manufacturer narrative:
Per american medical systems' quality system, the event was not considered a complaint. Therefore, a device eval was not performed.